Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore, a lot history review was performed. The device was not returned to the manufacturer for evaluation; however, medical records are provided and reviewed. Therefore, the investigation is confirmed for perforation and filter limb detachment. The definitive root cause could not be determined based upon available information. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates the model rf400f vena cava filter allegedly experienced detachment and filter perforation. The report was received from a single source. This malfunction involved patient with no known impact to the patient. The female patient is (B)(6) old and weight was not provided.